Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received multiple pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully and able to complete rewind. The customer will continue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. On 02-nov-2022, the customer alleged for pump error 15 and pump error 130. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self-test but failed the sleep current test, problem isolated to pcba 1. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery alarms or alerts during testing or in the pump history. Pump error 130 on the event date of 10/29/2022 12:42:58.000. Pump error 15 was present in the history download on event date of 11/02/2022 11:38:51.000. Esf# = 3764385, file number = 0, and line number = 1935. No unexpected alarms or alerts during testing. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. Swapping out test boards confirms failed sleep current measurement, problem isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump passed all other required testing but failed the sleep current test, problem isolated to pcba 1. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to pcba 1. Pump error 130 was not confirmed. Pump error 15 was confirmed due to software anomaly. Unexpected error message was confirmed due to pump error 130 and pump error 15. Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.